Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the subject device. There was no information on a damage that could be determined as a cause of the residual foreign material. Therefore, the cause of the material remaining in the device could not be determined. The event (air supply volume does not meet the standard value) can be prevented by following the instructions for use (IFU): chapter 6, compatible reprocessing methods and chemical agents. Chapter 7, cleaning, disinfection, and sterilization procedures three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrovideoscope had exhibited foreign material in the distal end and the air supply volume did not meet the standard value.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited leakage on distal sheath, foreign material came out of distal end and low air supply volume due foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.